Event description:
Customer reported system would not boot. No pt injury was reported.

Manufacturer narrative:
Phone fix. Customer was not waiting a sufficient amount of time for system to rebuild files after an improper shutdown.